Manufacturer narrative:
Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that a uninterruptible power supply (ups) replacement was required. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID #: bi71000481. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) shut down in less than 1 minute while moving in to the theater. There was no patient present when this issue was identified.